Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with the complaint for evaluation, but failure analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not locking the clip in place when clipping the duct. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The incident with the clip applier instrument occurred while the surgeon was trying to clip the duct. The issue was related to unsuccessful clip application. There was no harm or injury to the patient. A green medium-large hem-o-lok clip was used. It is unknown if the vessel or tissue bundle was greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred at the first clip application. A backup clip applier instrument was used to resolve the issue. The instrument is available for return to isi for evaluation. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 08/26/2024, intuitive surgical, inc. (Isi) received mw5157904 stating: "description of failure: clip applier not locking clip in place when clipping duct." Additionally, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The grips opened and closed properly and were aligned. The instrument passed the clip test in 2 out of 2 attempts. The instrument was fully functional. No product issue was identified.